Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve paralysis (pnp) occurred, as noted by the decrease in compound muscle action potential (cmap). Double stop technique was performed, and it was also observed that the patient's diaphragm was elevated. The case continued and the case was completed with cryo. It was noted that the patient's pnp did not recover. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least eleven applications were performed with balloon catheter, 2af284 with lot number 92826 without any system notices on the date of the event. System notice 50008 ¿the system has detected a software error and stopped the injection¿ was confirmed for the date of the event. A clinical issue (phrenic nerve injury) was encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the balloon catheter. The reported adverse event is not related to system notice which occurred during the case. If information is provided in the future, a supplemental report will be issued.